Event description:
It was reported by a representative from austria, that a revision surgery as done due to creo mis locking caps loosening post-operatively.

Manufacturer narrative:
Evaluation of the subject device revealed wear markings on interconnecting surfaces, similar to those observed during normal use. Pre-op images show no use of cement and at least one loose locking cap. The exact cause of the reported issue could not be determined.

Manufacturer narrative:
The cause of the reported issue could not yet be determined.

Event description:
It was reported by a representative from (B)(6) , that a revision surgery as done due to creo mis locking caps loosening post-operatively.